Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited increased shock impedance measurements, however remained within normal limits. Device data was sent to rhythmcare for review. Data review determined this system recorded two treated episodes. One treated episode was due to oversensing of suspected atrial fibrillation (af) with a shock impedance measurement of 140 ohms. The second treated episode was noted to be due to myopotential oversensing. The two delivered shocks were determined to be inappropriate. Rhythmcare then provided further troubleshooting options to be considered at the next follow up appointment. This system remains in service. No additional adverse patient effects were reported.